Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in a tubing separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage with the use of nexiva. The customer reported as follows: on (B)(6) 2021, blood leakage occurred in an outpatient setting of dermatology. After catheter placement, the hcp confirmed backflow of blood and completed the establishment of an IV route. The hcp then fixed nexiva and noticed blood leakage. When checking the situation, the extension tubing supposed to be connected to the side of the catheter septum of the wing was disconnected, causing blood leakage. No health hazard for the patient was reported; however, this required IV route re-establishment, which means that there was an additional invasive procedure for the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in a tubing separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage with the use of nexiva. The customer reported as follows: on (B)(6) 2021, blood leakage occurred in an outpatient setting of dermatology. After catheter placement, the hcp confirmed backflow of blood and completed the establishment of an IV route. The hcp then fixed nexiva and noticed blood leakage. When checking the situation, the extension tubing supposed to be connected to the side of the catheter septum of the wing was disconnected, causing blood leakage. No health hazard for the patient was reported; however, this required IV route re-establishment, which means that there was an additional invasive procedure for the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 1/19/2022 h.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and six photos. Upon inspection of the photos and the received unit, it was identified that the extension tubing was not properly attached to the catheter adapter assembly. The reported defect was confirmed. The observed defect is a result of misalignment during the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 22 ga 1.00 in a tubing separation and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage with the use of nexiva. The customer reported as follows: on (B)(6) 2021, blood leakage occurred in an outpatient setting of dermatology. After catheter placement, the hcp confirmed backflow of blood and completed the establishment of an IV route. The hcp then fixed nexiva and noticed blood leakage. When checking the situation, the extension tubing supposed to be connected to the side of the catheter septum of the wing was disconnected, causing blood leakage. No health hazard for the patient was reported; however, this required IV route re-establishment, which means that there was an additional invasive procedure for the patient.